Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: dr. Performing an evar, used 14f to close the right groin, the 14f bypass tube would not go into the sheath, the bypass tube kept jumping out, he held the rim of the bypass tube with his pointer finger and tried to deliver the delivery handle and it would not budge, he tried with more force and it still wouldn't budge. He removed the entire device even the sheath, and used an entire new 14f manta and it was deployed successfully.

Manufacturer narrative:
One 14f manta closure, one 14f sheath, one 14f introducer, and one 8f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The manta closure unit did not exhibit an engaged lever. A kink was observed on the delivery tube. The button valve within the manta sheath was not torn but slightly displaced. The unit was functionally tested for advancement. Resistance was observed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was successfully deployed for closure in the left common femoral artery. A 14f manta was planned for closure in the right common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub; the bypass tube kept popping back out. The physician attempted to hold the bypass tube by the rim while inserting the delivery handle and it would not budge. The physician attempted again with more force and the manta bypass tube still would not allow to pierce through the manta sheath. The first 14f manta device and sheath were removed and a second 14f manta device and sheath were placed on the wire, successfully deployed, and achieved hemostasis. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.